Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the reported event was likely caused by the following mechanism: 1. The coil sheath moved together with the movement of the needle tube pushing the needle out. 2. Frictional resistance was generated between the needle tube and the sheath. 3. The sheath then pulled in a longitudinal direction, and the sheath moved together with the needle tube. This supplemental report includes a correction to e2, e3 and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus during a lymphnode biopsy through the respiratory tract, while a single use aspiration needle's was targeting the 4r node, the sheath was set. But when when the needle was pushed, the sheath got pushed out further and a pneumomediastinum occurred. Additionally, the customer confirmed that the pneumomediastinum was self-resolved, no interventions were needed. Pt did not require any level of hospitalization for the pneumomediastinum. This report is being submitted for pneumomediastinum and the sheath had a fixation issue. Additional follow-up request has been sent. Should new information become available, this complaint will be updated and a supplement report will be provided.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. Customer reports that the needle was thrown away after the case. The investigation is in progress.once the investigation has been completed, a supplemental report will be submitted with device evaluation resultsthis report has also been submitted on importer medwatch report #2429304 - 2023 - 00089.